Event description:
Reporter indicated that she was having increased seizures. Vns generator replacement appears likely, but has not been scheduled to date. Attempts for additional information form the treating neurologist are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date. The patient did have vns generator replacement surgery performed on (B)(6) 2012. The explanted generator was discarded by the hospital.

Event description:
Reporter indicated via the manufacturer's implant card received that vns diagnostics with the new generator and resident lead performed during the generator replacement surgery on (B)(6) 2012 were within normal limits.